Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that numbers did not come on the display while filling the tubing and that insulin was squirting out. The blood glucose reading was 96 mg/dl. The customer was not wearing the insulin pump during priming. The top of the reservoir and tubing connector was not wet prior to connection. The customer was unable to continue troubleshooting and was advised to call back when possible.